Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and on an unknown date and mesh was implanted to treat stress urinary incontinence and vaginal re-suspension. It was reported that the patient immediately suffered pain, bleeding, erosion of her internal bodily tissue, difficulty urinating, dyspareunia and other injuries following the procedure, and was reportedly informed on (B)(6) 2011 that the mesh was eroded and attempts to remove the mesh have not been successful. It was reported that the patient has undergone multiple surgeries and revisionary procedures and that the patient underwent a mesh diagnostic hysteroscopy, dilation and curettage, cystoscopy anterior repair with removal of posterior mesh on 09/24/2012. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.